Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass procedure involving the bowel, the user could not load device. Once loaded, the needle fell into the patient cavity and was retrieved by the user. No adverse events have been reported. The patient is currently okay.